Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: surgical intervention. It was reported that the external iliac artery was dilated with a fox plus balloon. When the same fox plus was inflated to 8 atmosphere in the common iliac artery with total occlusion near the bifurcation, the balloon ruptured. The fox plus was removed from the pt. When another unspecified balloon was advanced over a non-abbott guide wire, there was resistance due to a piece of the fox plus balloon left on the guide wire. The pt underwent successful arteriotomy to remove the balloon fragment. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.